Event description:
It was reported that a patient death occurred and was unrelated to the implantable pulse generator (ipg) system. Post mortem interrogation was performed and revealed the ipg triggered elective replacement indicator (eri) but there was no eri date stamp on the report.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).